Event description:
Reporter alleged, blood glucose measured 248 mg/dl on one particular test strip vial back to back with a result of 104 mg/dl, on a different test strip vial from the same lot that were tested within minutes of each other. Reporter stated customer took 2 extra oral diabetic pills based on the 248 mg/dl result and took a total 5 extra oral diabetes pills within the same 24 hours. No other actions were taken or treatment received as a result reportedly. A request was made for the return of the suspect device and replacement product was sent.